Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was identified as product code vcp417h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned devices. The returned sample determined that one detached needle outside its packaging that pertains to product code vcp417h was returned to ethicon for analysis. In order to evaluate the condition of the returned samples, it was observed that one of the needles was broken at the swage area. The broken needle will be shipped to hsa for further analysis due to the needle breakage. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation by hsa. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the sales rep reported that they have had multiple needles have broken off at the tip during various procedures. No patient harm reported. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/5/2024. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: I called (B)(6) and reported an additional needle from the same lot breaking. I was able to retain the impacted suture and needle. I will need another box to ship it in for evaluation. The following additional information was requested: did the additional needle breakage occur during the reported procedure on (B)(6) 2023 or did this event occur during an additional procedure? If the event occurred during an additional procedure, please provide the procedure date and the type of procedure. Was the additional event previously reported? If yes, please provide the product complaint number. Additional information was requested, the following was obtained: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If complaints have not been reported, please provide the following information for each single event/patient: procedure name, procedure date, was there any adverse patient outcome? Do you have a complaint number for the (B)(6) additional event with the needle from the same lot breaking? I am out until monday but I did reach out to get another shipper kit for a broken needle I received a few weeks back, which I reported. It is the same surgeon, procedure, suture lot. I am happy to provide more details next week and get this suture sent in for evaluation. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.